Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 382512 and lot number 4261371. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: for the last couple of weeks, we've noticed there's been an issue with the bd insyte autoguard 24ga x 0.75in IV catheters that we mainly use in the infusion suite. The needles are not retracting right away when the button is pressed, leaving the nurse to manually pull out the needle from the catheter. Last week one of our nurses nearly stuck herself because of this issue. The two most recent lot numbers we have used are 4299229 and 4261371. Unsure which has been the biggest issue. Customer response on (B)(6) 2025. An event date of '03-17-2025' was mentioned. Could you please check and confirm which lot this date corresponds to, or if it applies to both lots (#4299229 and #4261371)? 3/17/2025-lot#4261371 if possible, please provide lots other than those already reported, along with the event date for that lot. These are the only lots we have had issues with.